Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5080893) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding / general abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. 619695) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, pain in hip, stiffness, allergic rhinitis, breast mass, hand pain, muscle strain, supraventricular tachycardia, thyroid nodule, tinnitus, allergic reaction to antibiotics (penicillin) and groin pain. Concomitant products included cetirizine hydrochloride (zyrtec), fluticasone propionate (fluticasone) and ibuprofen. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). In 2017, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and fatigue ("fatigue"). In 2018, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and arthritis ("other injury(ies) or complication (s) please describe: arthritis"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criteria disability and medically significant), medical device pain ("pain on right side from essure"), headache ("severe headaches during cycle"), abdominal distension ("abdominal swelling"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhgia"), migraine ("migraine") and tooth disorder ("dental problems"). The patient was treated with surgery (recommended hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, medical device pain, headache, abdominal distension, arthralgia, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, migraine, bladder disorder, urinary tract disorder, fatigue, tooth disorder, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, arthritis, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, medical device pain, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: consumer mentioned disability/permanent damage as event outcome, however she did not specify it. Patient received treatment for pain, bleeding, joint pain, bloating. Discrepancy noted in date of insertion: (B)(6) 2010. Coils visible left 5 right 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successful insertion of essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is processed as a retention case, all information from the deletion case (B)(4) has been transferred to this case. Information transferred includes lot number ,source documents, reference section information, reporters, patient demographics, lab details and events. The following changes were made for the events : previously reported event "injury" was replaced by the events " pelvic pain, genital haemorrhage, medical device pain, headache during menstrual, abdominal swelling, joint pain, abdominal pain, dyspareunia, abdominal pain, dysmenorrhea, menorrhagia, metrorrhgia, migraine, bladder disorder, urinary tract disorder, endometriosis ". Events: bladder disorder, urinary tract disorder, endometriosis, fatigue, dental problems, weight gain, arthritis, lower abdomen pain, were newly added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.